Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address tibial tray loosening and subsidence. Loosening occurred at the cement to implant interface but the manufacturer of the cement used at the time is unknown. Upon revision osteolysis beneath the anterior flange of the femur was found.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with the reported event was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Patient x-rays were not available for examination. Patient medical records were provided for review. Review of the supplied medical records revealed information confirming loosening of the tibial tray and osteolysis. The investigation could not draw any conclusions about the root cause of the device loosening or osteolysis based on the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.